Manufacturer narrative:
(B)(4). This report of connection issue is not confirmed and the cause was not identified because no sample was returned to baxter and the lot number was not provided. Instructions related to the break in aseptic technique are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem.

Event description:
This report was received from (B)(4) and is a spontaneous report by a consumer from the us with supplemental information from nurse of a transfer set falling off and peritonitis in a patient, coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2012, the following information was reported to home care services by the patient: on an unreported date, the patient's tubing broke in half while he was sleeping. On (B)(6) 2012, the patient experienced peritonitis. The patient was not hospitalized for the event. At the time of this report, the patient was recovering. On (B)(6) 2012, the following information was reported to home care services by the nurse: on an unreported date the patient's transfer set fell out during the night. When the patient woke up, the bed was wet and the patient put the transfer set back on. On (B)(6) 2012, the patient experienced peritonitis. The patient was not hospitalized. Treatment was not reported. The nurse reported the peritonitis was due to the transfer set falling off and then reconnecting it and was not related to dianeal therapy. On an unreported date, the patient recovered. On (B)(6) 2012, product surveillance contacted the peritoneal dialysis registered nurse (pdrn) and obtained the following information regarding the peritonitis event and transfer set connection issue: the patient began apd therapy a little over 2 years ago. In (B)(6) 2011, the patient had his transfer set placed. The patient's transfer set was connected to a plastic adapter. In (B)(6) 2012, the patient's transfer set disconnected from the plastic adapter during the night, while the patient was sleeping. The patient had no difficulties or disconnection issues with his transfer set prior to this incident. According to the nurse, the disconnection likely occurred as a result of when the patient goes to twist the transfer set open and closed, he holds the catheter instead of the transfer set, which likely loosened the connection and caused the separation. Additionally, when the patient is not performing pd therapy, he lets the transfer set hang, even though the nurse has advised the patient on multiple occasions not to do this. The patient has a history of non-compliance and has been retrained on proper technique. The nurse stated the peritonitis was unrelated to the transfer set, and more likely caused by the patient's non-compliance. In (B)(6) 2012, the patient's transfer set was changed. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint is against the transfer set, but the transfer set in use at the time of the incident was unknown. The sample was discarded. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. A follow-up report will be submitted if additional information becomes available.